Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and coma with blood glucose of 30 mg/dl. The customer was treated orange juice and glucagon shot. Customer declined to troubleshoot for low blood glucose as well as coma. She stated that they having low blood glucose in the last 2 weeks and she had coma about a year and a half ago. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was created in error. The information was already reported on report number 3004209178-2019-97097.